Manufacturer narrative:
Siemens has reviewed the customer data fom the ftd (a siemens healthineers company) sars-cov-2 runs in question. The following were noted: the initial positive result demonstrated late amplification (CT ~37), registering signal at the assay's limit of detection (lod). The second (negative) result did not show amplification. The observed difference in results is consistent with the performance expectations for the assay at its lod. The product instructions for use (IFU) states the following in the limitations section: "other parameters can lead to false positive, negative or invalid results related to patient conditions (use of antiviral therapy, patient age, patient history of respiratory infections, presence of symptoms and the stage of infection)." "This test shall not be the only element consulted for diagnosis or treatment decision. A specimen not detected cannot be presumed to be negative for this pathogen since results are dependent on several variables as explained above." Based on the available information, the ftd sars-cov-2 is performing as intended and a product performance issue has not been identified. The customer is operational. A false positive result would have negligible clinical impact as management and treatment decisions are based on severity of clinical presentation and management primarily consists of supportive care. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
A customer observed one sample for which an initial positive ftd sars-cov-2 result conflicted with a negative result from a later re-test of the same sample, using the same method. The results from the ftd sars-cov-2 assay were not reported to the physician. There are no known reports of patient intervention, delay in treatment, or adverse health consequences due to the discordant results.